Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and hurting in the left arm. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and the right ventricular (rv) lead exhibited short v-v intervals. It was suspected that the oversensing on the ra and rv leads was due to interaction between the leads. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.